Manufacturer narrative:
A review of the manufacturing records indicated the device lot met all pre-release specifications. The device was discarded at facility, therefore, an evaluation could not be performed. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, a patient was to be implanted with a 11mm x 10cm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn® device) to extend and reconstruct the right internal iliac artery during the treatment of common iliac artery aneurysm and internal iliac artery aneurysm. Self-made ibd (internal branched device) technic was applied, that was a branch created and sewed on the iliac branch endoprosthesis. An ibd device was prepared for the endovascular procedure, and it was implanted successfully. The 11mm x 10cm viabahn® device was used to extend the branch through ibd device, and it was advanced successfully to the target lesion. The deployment line stuck after the deployment initiated, the viabahn® device was not fully expanded. The deployment line was pulled and broke, the viabahn® device was expanded but longitudinal compressed. Another 10mm x 15cm viabahn® device was used same way. The viabahn® device was deployed. It was found that the distal tip was stuck during removal and not able to removed. Therefore, the procedure was converted to surgery at right internal iliac artery, remove the two viabahn® devices, cut the delivery system and remove distal shaft assembly. The procedure was completed. Patient recovered well after the procedure and discharged from hospital. Physician considered the event was not caused by gore devices, but attributed to the interaction through previously implanted branch of ibd device.

Manufacturer narrative:
H6: update codes for type of investigation, investigation findings, investigation conclusions. H10: update investigation: a device photo was submitted by the complainant demonstrating torsional damage to an unmarked catheter. The quality of the image and scope of view did not permit evaluation of the reported failure mode or identification of device features consistent with the viabahn® device reported in the complaint. A second device photo appears to capture the surgical removal of the viabahn® devices as reported by the complainant. Various surgical equipment is captured in the photo, and the stent-grafts are partially visible. However, further assessment of product performance was not possible due to the quality and level of magnification of the photos provided for review. The primary device failure mode concerning partial deployment due to a stuck deployment line could not be independently confirmed with the device photos returned for review. The physician suspected an interaction with the implanted branch of the iliac branch device caused or contributed to the event outcome. The IFU warns against deployment of the viabahn® device within stents or stent grafts other than the gore® viabahn endoprosthesis as other devices may interfere with the deployment mechanism. Therefore, the root cause of the reported failure mode concerning partial deployment is consistent with an unintended procedural interaction with a non-viabahn® device. The event details indicate the deployment line broke, but no notable resistance was reported during the procedure in the deployment process. The reported broken deployment line and stent-graft compression could not be confirmed with the items submitted for investigation, and the root cause could not be established with the available information. The IFU states the following: "w. L. Gore & associates has insufficient clinical and experimental data upon which to base any conclusions regarding the effectiveness of the gore® viabahn endoprosthesis in applications where the device is deployed within stents or stent grafts other than the gore® viabahn endoprosthesis. Other devices may interfere with the deployment of the gore® viabahn endoprosthesis resulting in deployment failure or other device malfunction."